Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit set screw issues. Intermittent noise was observed on the right atrial (ra) lead. The involved lead is a non boston scientific product. The field representative stated a possible atrial lead revision would be performed soon. No adverse patient effects were reported. At this time, this device system remains in service.